Event description:
An infusion pump with a failure code 812:02. The failure was reported to have occurred during biomed testing. No record of any patient incident involving the pump no patient injury had been reported.